Event description:
Mentor memorygel implants have made me very sick. Thousands of dollars spent on drs appts and supplements. All to check out with a thyroid issue. I have about 35 symptoms including. Anxiety, fatigue, joint pain, insomnia, brain fog, difficulty concentrating, memory loss, limb numbness, vertigo, fever and chills; muscle weakness, temperature and tolerance, sensitivity to light, sensitivity to wound, difficulty swallowing, hair loss, dry skin and hair; slow healing, sinus infections, recurrent illnesses, night sweats, shortness of breath, irritable bowel syndrome, inflammation, fibromyalgia symptoms; chronic fatigue syndrome, swollen lymph nodes, food intolerance, weight gain, mood swings, depression; headaches, ringing in ears, choking feeling, visual disturbances, skin rashes, and candida. I was a healthy, young mother of two. I eat clean, I exercise and I was in great shape. Now, my life has been robbed by my breast implants. I was never aware I was part of a study group. I would not have put these things into my body had I known they were not approved and had I known the side effects. Please help.